Event description:
It was reported that during a pci procedure involving a calcified and 100% stenotic lesion in the very tortuous rca, the shaft of the catheter broke. The catheter was successfully used to dilate the lesion. During removal the shaft of the catheter kinked and subsequently broke. The catheter was successfully removed with a snare. Pt status is listed as "good".